Event description:
It was reported that the customer was unable to rewind the insulin pump. Customer's blood glucose was 440 mg/dl. Customer was going to bolus but he does not have enough insulin. He was unable to replace the reservoir. It was found customer was running dual square bolus and customer was unaware. The customer was advised to suspend the insulin pump and resume. Customer was able to rewind the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.